Event description:
Reportedly, pump did not suspend insulin delivery when customer's bg was low.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump does not sound when buttons were touched, despite the sound being on "high". Customer's blood glucose was 131 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.